Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported on (B)(6) 2022 the patient presented with grade 4 mixed mitral regurgitation (mr) with restricted posterior leaflet motion and redundant tissue on the anterior leaflet. Mr was located on lateral portion of a2p2. The posterior leaflet length was approximately 9mm in length. All steps to gain left atrial access were performed under normal conditions, and the steerable guide catheter (sgc) was prepped per instructions for use (IFU). The guide was stabilized, and the wire and dilator were removed per IFU. A mitracip ntw was chosen as the first clip of case. The clip delivery system (cds) was prepared per IFU without issue. The cds was advanced, and adequate height was achieved. The a/p knob was not used, but +/- knob were utilized to attempt different variations of angles to grasp the leaflets. Physicians were unable to grasp leaflets after multiple attempts. A few times during release from the leaflets the clip got caught underneath the subvalvular apparatus. Interaction with chords caused tension on the system, so the operators carefully tried to remove the device by rotating the guide, clip delivery system, and withdrawing/advancing entire system. When finally released and pulled back from the left atrium, increased mr was noted at the area they had withdrawn from. Additional mr was noted on the medial aspect of the valve, the cause being unknown. At this point, the physician was having difficulty grasping leaflets and did not want to cause further damage to the valve. It was decided to abort the procedure with no clips implanted. The patient was stable and sent to recovery. The physician planned to monitor the patient and assess on follow up if another attempt would take place.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported positioning failure (leaflet grasping) was due to the challenging patient anatomy. The reported difficult to remove (anatomy) was due to procedural condition (inability to grasp). The reported tissue injury was due to procedural conditions associated with clip being difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.